Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
No patient information was provided.

Event description:
The doctor indicated the screw of the locator abutment fractured. The doctor´s assistant confirmed they removed the fracture portion from the implant and they placed another abutment until the other locator arrives to the clinic.